Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise, oversensing and a possible fracture. It was also reported that the right ventricular (rv) lead exhibited elevated short v-v intervals. It noted that the patient experienced lightheadedness/dizziness. The ra was reprogrammed, and the ra and rv leads were subsequently explanted and replaced. No further patient complications have been reported as a result of this event.